Event description:
Pt has experienced air bubbles and leaking in the insulin cartridge. This has resulted in hyperglycemia. Infusion device was replaced and requested for evaluation due to insulin in the cartridge compartment. The pt did not require treatment from a health care professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.